Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. A longevity calculation was performed and found to be below the expected limit. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that symptomatic patient presented to the hospital with slow heart rate, fatigue and shortness of breath. Upon interrogation, no communication could be established. It was noted that the battery appeared to deplete faster than expected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.